Manufacturer narrative:
Reliability analysis evaluated 1 opened and used reservoir. Analysis performed pre-fill reservoir and inspected reservoir's o-rings/stopper groove for anomalies and none were found. Analysis also ran basal, bolus leaking test as follows: reservoirs filled with diluent, and connected to a new infusion set. Analysis installed reservoir and connector into an insulin pump. Conclusion: reservoir no air bubbles.

Event description:
The customer reported via phone call that they experienced high blood glucose of 450 mg/dl. The customer also reported that the insulin pump alarmed no delivery alarm. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The customer performed high pressure test and the insulin pump passed. The customer stated that the insulin did exit during plunger push and the insulin pump did not alarm no delivery. The reservoir was returned for analysis.